Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was scheduled for the next weeks. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was scheduled for the next weeks. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.